Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a smart remote manager failure. A field service engineer on site stated that a plastic container pushing against the door jammed the lock. The field service engineer removed the plastic container and cleared the jam to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager failure. The customer reported that the smart remote manager was jammed and failed to open, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.